Manufacturer narrative:
An incident was filed with the FDA (ref mw5188257) which was not previously reported to vasorum ltd. During processing of this incident an attempt was made to obtain complete event information. The reported incident was followed up by the company's representative for the state of oregon. Company's representative communicated that the doctors group in oregon had no record of an incident resembling that described in the filed FDA report. The device lot number was unknown. This report is the final report being submitted by vasorum ltd. Problem code 3191 was used as no other feasible code was found for definition 'an adverse event appears to have occurred but there is not enough information available to classify a device problem.' Investigations findings code 4247 was used as no other feasible code was found for definition 'no conclusive findings could be established.'

Event description:
Patient reported the following on the maude database (ref: mw5188257): 'during a geniculate artery embolization (gae) procedure to reduce swelling in my arthritic knee, the celt arterial closure device had an issue with the footplate which resulted in a tear of the femoral artery on my left leg.I underwent emergency bypass surgery the same day.'